Event description:
It was reported that a purple/black stain was noted on the sterilization wrap following sterilization of this hose. There was no patient/surgical involvement with this event.

Manufacturer narrative:
No medwatch form was received from the user facility. All sections on this form were completed by the manufacturer. Investigation findings: to date, the hose has not been received at conmed linvatec for an evaluation. A follow up report will be filed upon completion of an investigation.